Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed. Two unpackaged ar-6592-06-30, batch number 14921193, were received for investigation. Visual evaluation found that the two returned cannulas had a piece of the flange torn. The most likely cause of the reported failure is user error, which can be attributed to excessive mechanical forces and/or mishandling.

Event description:
It was reported on 07/29/2022 by a arthrex employee via (B)(4) that an ar-6592-06-30 passport cannula has torn fins. This was discovered during a case with no patient harm.